Manufacturer narrative:
E1: initial reporter city : (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm proximal to the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 12atm within 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at fourth inflation, it was noted that the balloon ruptured at 12atm within 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).